Event description:
It was reported to ge healthcare that 3d acquisition images and reformatted images from mr oblique acquisitions are distorted resulting in incorrect measurement values. A pt was not involved and no injuries were reported.